Event description:
It was reported to boston scientific corporation that during a vaginal vault suspension procedure using an uphold vaginal support system, the physician successfully placed the right leg assembly with no problems. The physician then began placement of the left leg assembly, and after five to six placement attempts, the needle detached as it was being pulled by the capio device. The needle was reportedly captured inside the capio cage following detachment and did not fall loose inside the patient. The physician used a stand-alone capio suture with this uphold vaginal support system for the patient's left-side ligament, completing the procedure with no complications to the patient, who is reportedly fine.

Manufacturer narrative:
(B)(4).